Manufacturer narrative:
Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the ipg was successfully recharged within a four-hour cycle. Analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, the review of the logs indicated frequent interruptions during charging, and the charging sessions were shorter than expected. Two issues were identified that contributed to the inability to charge effectively or resulted in longer charging times: possible misalignment of the charger with the ipg, which caused lower-than-expected charging current, and misalignment or poor ventilation, which may have caused the charging process to stop once a temperature limit was reached. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). Additionally, the ipg exhibited typical characteristics in both visual and functional assessments. All impedance measurements taken with known good leads were within the expected range for all ports of the ipg. Labeling review: a labeling review was performed, and it did not reveal any anomalies as it states that centering the charger over the stimulator ensures the shortest charging time. Alternatively, centering the charger within the alignment area (i.e., the area where the charger does not beep) will also ensure that the charger is aligned. To charge fully, wait until the charger emits an end of charge beep signal or the remote control display indicates that the battery is charged. Investigation conclusion: the returned ipg was analyzed and passed all tests performed. Engineers concluded that the user may not have followed the proper instructions to charge the ipg.

Event description:
It was reported that the patient experience difficulty charging their spinal cord stimulation (scs) implantable pulse generator (ipg). The patients charger was replaced and troubleshooting was performed, however the event did not resolve. The patients ipg database was reviewed and analyzed however was unable to determine the root cause of the reported difficulty charging. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively, and she has fully recovered.

Event description:
It was reported that the patient experience difficulty charging their spinal cord stimulation (scs) implantable pulse generator (ipg). The patient's charger was replaced and troubleshooting was performed, however the event did not resolve. The patients ipg database was reviewed and analyzed however was unable to determine the root cause of the reported difficulty charging. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively, and she has fully recovered.